Event description:
It was reported to boston scientific corporation, that the rx locking device "has a biopsy cap with a sponge that dislodges and enters the scope channel. This poses an infection risk if the sponge lodges in the channel of the scope and is not removed with cleaning. The sponge has also been seen inside patients after exiting the biopsy channel". According to the complainant, no other information is available regarding the event. No patient complications have been reported; the patient's condition was reported as unknown.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2016.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A device history record review was conducted on each of the last 3 lots shipped to this customer, prior to the reported event. A specific lot history search could not be performed due to the lot number being unknown. A review of the 3 lots device history records found no issues related to the product complaint. The lot numbers reviewed are: 11528775, 11504856, and 11517318. A search of the complaint database revealed no additional complaints reported for any of the above referenced lots.

Manufacturer narrative:
Corrected data: should be: other serious (important medical events) was: not checked should be: unknown: initial use of device: should be: unknown.